Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a specific cause for the reported apical cuff blood leak could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The heartmate 3 lvas IFU also provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon stated that the connection between the apical cuff and the pump was slightly leaking blood. Felt strips were added around the connection site between the apical cuff and the pump to achieve hemostasis.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.